Event description:
It was reported the patient presented after experiencing "hicups in her belly and sternum" as a result of dislodgement of the rv lead. The lead was explanted and replaced. The patient was sent home and monitored.

Manufacturer narrative:
(B)(4).